Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v547511, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient was complaining of a painful area for the interstim device. They did not want repositioning of the device, and said they wanted it out. The patient was advised that the removal of the interstim device and lead were going to be done at the time of the repair of their urinary stress incontinence, cystocele and rectocele. The patient consented and understood the risks and benefits. The patient understood that the urge incontinence was not going to be taken care of. The patient said they take medication and understood. During the procedure, the patient was in the prone position, prepped and draped in the usual manner. Under fluoroscopy, the lead was pinpointed to where it was entering s3 and above and then demonstrated the pocket. The pocket was opened, the device was removed and a small incision was done with the use of fluoroscopy and the lead was grasped successfully with a hemostat and pulled out intact. X-rays were available for demonstration of empty pocket and empty lead insertion. The patient was on their back under general anesthesia, prepped and draped in the usual manner. Anterior vagina was sharply and bluntly dissected all the way to the pubic ramus bilaterally. A miniarc sling was placed underneath the mid urethra, making sure for tensioning and positioning several times. Cystoscopy demonstrated adequate insertion, no interruption of the bladder wall. Ureters are flowing clear urine and there are no lesions. Small increased vascular picture was in the trigone. The bladder was drained. Anterior repair was completed. The incision was closed with 0 vicryl running locking suture. Attention was given to a rectocele which was evident. It was opened sharply and bl untly all the way to the levator ani, which the hcp approximated with 0 vicryl, re-approximating the mucosa was done with 0 vicryl. The patient tolerated the procedure well and transferred to recovery room with vital signs stable. It was noted that the patient had an estimated blood loss of 20ml. The pre-operation diagnosis was noted to be for interstim site painful, urinary stress incontinence, cystocele. The procedure was noted to be for interstim removal, pubovaginal sling with miniarc, anterior and posterior repair. Post operation diagnosis was notes as "same with rectocele". The implant was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.